Event description:
A stent procedure was performed without incident. Four days post placement, the pt returned for stent removal. The pt complained of flank discomfort at that time. Upon attempted removal of the stent, cephalad migration was noted. The stent was removed cystoscopically. Although the medwatch report from the uf indicated the pt's ureteral orifice was edematous, further follow up with the user facility indicated the ureteral orifice looked good. No pt sequelae resulted from this event. The stent was removed and the pt was discharged to home the same day. The device was destroyed by the uf. Therefore, no failure analysis will be available. The directions for use state: "a stent of proper length should be available. Ideally, the upper coil should lie within the renal pelvis while the lower coil recurves at the ureteral orifice."